Manufacturer narrative:
(B)(4). One (1) verse correction key [product code: 1997-21-000] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the initial threads on the correction key setscrew had become torn off. No other anomalies were detected. Noted damage suggests that the correction key setscrew was likely not properly seated during insertion and inadvertently cross threading occurred causing the threads to become torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions the root cause for the correction key threads becoming torn off cannot be determined. However, noted damage suggests that the correction key setscrew was likely not properly seated during insertion and inadvertently cross threading occurred causing the threads to become torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Set screws sheered- verse screw will not accept set screw. Levels operated: t3-l1, ais scoli.